Event description:
It was reported that patient presented to hospital for syncope due to inappropriate shocks. During followup few months later, physician found vt and vf episodes. For these episodes, the device delivered all vt therapies without returning to sinus. Physician noticed other vt episodes, with appropriate shock. It was also noted that device has worked well with one discriminator set. Atp therapies were changed. He decided to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.